Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: (B)(6). Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The reporters complaint that the unit will not run, only making buzzing sound was confirmed. The device was tested and the complaint was duplicated. It also was noted during pre-repair evaluation of the device that it has sticky triggers, worn coupling head. Evidence indicates this is due to usage wear over time. Placeholder.

Event description:
Facility reported to (B)(4) service and repair: the small battery drive will not run and makes a buzzing sound only. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.